Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire, however, for clarification the damaged instrument component was a frayed pitch cable. Based on this clarification, the customer reported complaint is confirmed. The instrument was found with a frayed pitch cable at the distal idler. No damage found on the pulley or clevis. An electrical continuity test passed. Additionally, there were scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure a broken cable was identified on the pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.